Manufacturer narrative:
(B)(4). For 5 of the 9 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolved the reported event, the software was reloaded and the flash card replaced for 1 unit, the flow sensor was replaced for 1 unit, the flow sensor was replaced and the breathing system was re-seated for 1 unit, the bag to vent switch lever was replaced for 1 unit, two connectors were re-connected for 1 unit. For 2 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 2 of the reported events, the issue was addressed by ge healthcare technical support by troubleshooting with the hospital biomedical engineer. No further information is available regarding problem resolution.

Event description:
This report summarizes <noe> 9 <noe> malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced therapeutic output failure. 5 units reported for malfunctions and lost the ability to mechanically ventilate, 2 units alarmed resulting in an inability to initiate mechanical ventilation, 1 malfunctioned preventing mechanical ventilation, 1 malfunctioned during a procedure causing a loss of mechanical ventilation. These reports were received from various sources. Of the 9 events, 4 did not involve patients, and 5 did involve patients. There was no patient information available.